Manufacturer narrative:
This report is submitted on august 08, 2018. (B)(4).

Event description:
Per the clinic, it was reported that thepatient experienced infection and extrusion of the device, resulting in the decision to explant the device on (B)(6) 2018. It is unknown if the patient was reimplanted with another device as of the date of this report.

Manufacturer narrative:
It is now reported that the patient was treated with IV antibiotics. This report is filed on october 02, 2018.